Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. The customer treated with a manual injection. The customer also reported cracks to the screen and area above the esc button. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.